Manufacturer narrative:
Sections with additional information as of 26-mar-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: at follow-up call on (B)(6) 2020, customer reported that she still felt dizzy. Customer stated that she had scheduled a doctor's visit for that day due to the dizziness. Customer stated that she had performed a blood test using the meter and had obtained a result of 173 mg/dl fasting in the morning; customer stated that she had expected anywhere from 104-120 mg/dl fasting. Customer did not have the products on hand to further troubleshoot. At follow-up call on (B)(6) 2020, customer stated that she felt better and did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer had performed a blood test using the meter and had obtained a result of 130 mg/dl fasting in the morning. Customer was comfortable with the results obtained with the meter.

Event description:
Consumer reported complaint for erratic blood glucose test results. At the time of the call the customer reported feeling dizzy due to her diabetes. Medical attention was not required at the time of the call. The customer was not at home at the time and did not have the products with her in order to troubleshoot. No further information was able to be obtained.